Event description:
Caller wishes to report a recent problem with IV catheters. Once lines have been started, health care professionals are unable to connect catheter to tubing without leakage occurring at the connection. This has occurred 13-15 times in the past two months. Facility has been using this type of catheter for years without problems. The devices have been pulled from use, MFR is aware.